Event description:
It was reported that when using the bd pyxis¿ es server, multiple patients/orders were not crossing over to the pyxis. The customer stated that this malfunction occurred while dispensing medication to patients and caused a delay in patient care as the user was unable to view patient/order. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple patients/orders were not crossing over to the pyxis. A technical support specialist (tss) dialed into the server and verified that orders were present. The tss also reviewed messages from carefusion coordination engine (cce) and confirmed that there were no delays in message transmission. No further investigation was required. The system functioned as intended after the technical support specialist investigated the device.